Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the current device being placed up a bit higher was not determined. The steps taken to resolve this issue was to check to confirm if the device was MRI compatible. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that for the last 20-25 minutes, they were trying to charge their implant, and they would get excellent connection, but then the connection would go away within a couple of seconds and their recharger would stop charging their implant. Patient stated that they finally were able to get the connection steady again, and were successfully charging at the time of the call. Patient also reported that there are instances when they don't move at all, and the connection will go from excellent to good, or even disconnect, without them moving. The issue was not resolved through troubleshooting, as the patient was actively charging while on the phone. The patient was directed to call back if the issue persists. Additional information was received from the patient on (B)(6) 2025. The caller noted that they have a little trouble now and then with recharging their current device because it is placed up a bit higher. It resolves once they find the right spot.